Event description:
It was reported by the affiliate that during a lap hysterectomy procedure, the surgeon got the device, and when he was insufflating, there was a balloon blowout. The surgeon used a device of the same product code to complete the case. No patient consequence reported. One device returning.